Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation of the device showed that the device was returned with the original packaging. The sterile pouch has been fully opened. There are no holes in the packaging material. The seal is complete and shows no breach. The distal tip, and both anchors are still in place. The suture threader is through the distal tip. There are no signs of damage. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, when taken out of the box, the healicoil regenesorb suture anchor was not fully sealed, compromising the sterile integrity. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference case (B)(4).